Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was p-wave sensing on the ventricular shock electrogram resulting in double-counting. A loss of ventricular capture was noted even at 7.5 volts.